Manufacturer narrative:
The failure of the defibrillator during this incident did not cause or contribute to the death of the pt according to the physician providing care. This incident occurred in a rural clinic in china. Co had the unit returned from china to hp's factory in andover, mass., for evaluation and repair, if necessary. The failure of the defibrillator was traced to a paper jam in the recorder which let to the failure of the recorder pc board and, ultimately, the charger board. The unit was repaired and thoroughly tested before being returned to china. There is no indication for a more widespread corrective action than the repair of the unit.

Event description:
Male, 74 yr-old pt admitted at 13:45 on jan 24, 1998, to the facility. After admitting the pt, dr gave the treatment as follows: oxygenation; 10% kcl 10 ml; 25% mgso4 10ml; insulin 10 units; dopamine 60 mgl dobutamine 40 mf, IV. After 10 mins, the pt convulsed, the ECG showed vfib, the dr immediately delivered 360j defib using hp 43120a with ac power mode. It converted to sinus rhythm simultaneously with frequent pvcs. The pt's hr was 68 bpm. After less 20 mins, the vfib came again. At this time the dr intended to prepare the defib again, hp 43120a suddenly shut down with no display. They immediately gave CPR to the pt. It failed. The pt died at 14:10 on jan 24, 1998. The dr believes it was impossible to save the pt life even if the defibrillator had not malfunctioned.